Event description:
It was reported to vyaire medical that the 3100a ventilator is not pressurizing. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 ¿ a vyaire field service representative(fsr) evaluated the device onsite and found that the power supply will have to be relocated on the ventilator,it is blocking air flow. The pr 3 regulator and others defective. The fsr made necessary adjustments for proper operation of ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.